Event description:
The user experienced vaginal irritation. Upon recognizing the irritation the user administered a douch but was still experiencing irritation so she visited a physician (june 4, 1998). The physician identified that the cervix was in contact with a small piece of material believed to be from a tampon. The physician easily removed the sloughed tampon piece. The user was prescribed metrogel in order to help clean the vaginal area and the cervix.